Manufacturer narrative:
(B)(4). Follow up for device evaluation: it was reported there was no information or graduation on the syringe. To aid in the investigation, two empty samples and one packaging flow wrap were received for evaluation by our quality team. A visual inspection was performed, and the syringe barrel label is missing. No other defects or imperfections were observed. This condition occurs if there is a jam during the syringe barrel labeling process. A device history record review was completed for provided material number 306592, lot 4358896. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe barrel labeling process was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.

Event description:
Material # 306592, batch # 4358896. Verbatim: rcc received a complaint via email. Email(s) attached. We opened a 10ml syringe of nacl 0.9% posiflush. No information or graduation on the syringe.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.